Event description:
It was reported by the patient that their controller became hot and the heat caused damage to their driveline. Device interrogation revealed the controller screen was discoloured and outer layer of the driveline had peeled off. The controller and mod cable were exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The exchange of the controller resolved the issue. There were no alarms associated with this event.

Manufacturer narrative:
Incidental findings: damaged black power cable caused by fluid ingress. Manufacturer's investigation conclusion: the reported event of the system controller feeling warm to the touch was not confirmed; however, the reported event of the system controller¿s lcd screen being discolored was confirmed. Upon connecting the returned system controller (serial number (B)(6)) to power, the controller¿s lcd screen was observed to be discolored with a liquid-like stain. Green fluid was also observed within the backup battery¿s compartment, affecting the battery¿s pins and connector and the controller¿s inner label. The controller was functionally tested and was found to perform and operate a mock loop as intended despite these observations. The controller¿s temperature was measured at various points on the controller (user interface, lcd screen, and backup battery) after operating a mock loop for an extended period. These measurements ranged from 79.52 ¿ 84.02 degrees fahrenheit / 26.4 ¿ 28.9 degrees celsius. These measurements were observed to be within the acceptable temperature range of the system controller and the controller did not feel warm to the touch throughout testing. The provided log file, as well as a log file extracted from the controller during testing, were reviewed; however, no atypical events were observed. The controller was opened and inspected at a component level. Green fluid was observed throughout the interior of the controller¿s housing, affecting most of its pcb components, internal connections, and lcd screen. The green fluid was also observed within the controller¿s power cables. Although the reported atypical controller heat was not reproduced, the significant amount of fluid ingress within the controller may have contributed to the cause of the reported heat. The root cause of the lcd screen¿s discoloration was determined to be the fluid ingress within the system controller. However, the root cause of how the fluid entered the system controller was unable to be conclusively determined. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The heartmate 3 patient handbook (rev. G) instructs users to never submerge their equipment, including their system controller, underwater. The patient handbook also instructs users to never expose their equipment to liquids or fluids of any kind. The heartmate 3 instructions for use (IFU) (rev. G, section 2 ¿system operations¿) lists the acceptable operating temperature ranges for all equipment, including the system controller. The acceptable operating temperature range for the system controller is 32 ¿ 104 degrees fahrenheit / 0 ¿ 40 degrees celsius. The heartmate 3 patient handbook (rev. G, section 2 ¿how your pump works¿) cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c)." The heartmate 3 patient handbook (rev. G, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.